Event description:
It was reported that the 9800 system began to display arrows like it was rebooting and the left monitor displayed the heat bar. No pt injury reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The stated malfunction could not be duplicated. However, investigation indicated a suspect fluoro function board. As a preventative measure the fluoro function board was replaced as well as the button battery in x-ray controller board. The system was tested and found to be working as intended and placed back into svc.